Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a depleted battery and subsequent inability to power on or charge the device after the charger was reportedly pulled off during charging; the user observed a solid green indicator when the ilet was placed face up and centered on the charger, tried multiple outlets, and noted that the charger light turned off after about an hour, while the mobile app showed the ilet as disconnected. Symptoms included no adverse clinical effects. Outcomes included no impact on health or hospitalization. Investigation included user troubleshooting and education, and shipment of a replacement charger. Investigation of this case revealed a suspected charger malfunction leading to failure to charge and loss of device power, consistent with a power supply or charging accessory problem. It was concluded, based on previously established findings for similar reports, that the cause was a faulty external charger.